Event description:
Not making a good connection with main frame. Keeps alarming "disconnect". Pump will not work. Biomed replaced broken iui connector and pump still gives communications error alarm. Pump sent to alaris for testing and technical support told biomed that it was probably the logic board. Error verified in log but could not duplicate.